Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma: unable to observe, since it is not related to the device. Particles in valve: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Anxiety-product-procedure: unable to observe, since it is not related to the device. As per the investigation procedure: crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported, "right side pain and fluid buildup. As well as, a implant removal from textured to smooth, due to the concerns of the product". Healthcare provider, additionally reported, "fluid along the right breast implant capsule". Healthcare provider, additionally reported, "valve area" noted, as "particles in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "fluid buildup" and textured exchange, due to concern with the product.

Event description:
Healthcare provider reported, right side "fluid along the breast implant capsule". Confirmed, via ultrasound/mammogram. And textured exchange, due to concern with the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare provider reported "right side pain and fluid buildup as well as a implant removal from textured to smooth due to the concerns of the product." Healthcare provider additionally reported "fluid along the right breast implant capsule". Healthcare provider additionally reported "valve area" noted as "particles in valve". The device has been explanted.